Event description:
It was reported that the stimulation was up too high and causing the pain to the patient. The patient turned off her interstim completely for one day to see if it subsided. The patient called the manufacturer's representative back on (B)(6) 2012 and stated that the pain was gone but she was peeing every 20 minutes again. The patient left voicemail to the manufacturer's representative that her urinary frequency was high and she implant pain. The patient was scheduled to see the doctor on (B)(6) 2012. Additional information indicated that the pain was at the implantable pulse generator site, pain with implantation. The device was explanted due to pain on (B)(6) 12. The patient was not injured. The patient recovered with sequela.

Manufacturer narrative:
Product ID, 3889-28 lot# v920745 serial# implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).